Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding the needles to clog during the flow check. User since january. Reviewed the non patient end placement - she discarded samples about 25 % per box since january. Lot # unknown. Catalog# 320555 all boxes. Date of event unknown since january 2023. Sample status discard.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding the needles to clog during the flow check. User since january. Reviewed the non patient end placement - she discarded samples about 25 % per box since january. Lot # unknown. Catalog# 320555 all boxes. Date of event unknown since january 2023. Sample status discard.